Manufacturer narrative:
Additional information: h6, h10 (summary of investigation). Summary of investigation: visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations. Complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves. Device migration. Distal embolization. Headache. Incomplete aneurysm occlusion. Neurologic deficits including stroke and/or death. Perforation or dissection of the vessel(s). Pseudoaneurysm formation. Rupture or perforation of aneurysm. Transient ischemic attack (tia) or ischemic stroke. Vasospasm. Vessel occlusion. Vessel stenosis or thrombosis. Warnings should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred x system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred x system can potentially result in loss or damage to the device and delivery components. If repeated friction is encountered during fred x system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred x system in the parent vessel without fully retrieving the device. The fred x system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions exercise caution when crossing the deployed/detached fred x system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 11. Advance the delivery wire to transfer the fred x system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred x system. 12. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred x system. 14. Position the fred x system for deployment by aligning the fred x system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred x system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred x system is not recommended and may result in device elongation or improper deployment. When deploying 3.5-5.5 mm diameter devices be aware of the delivery wire tip position. 15. If fred x system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The fred x device may be recaptured up to approximately 75% of its deployed length. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred x system must not be re-deployed more than three times. 16. If fred x system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 15) proximal to the aneurysm neck for adequate coverage. Note: the fred x system will expand and may foreshorten up to 60% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not detach the fred x system if it is not properly positioned in the parent vessel. Warning: if applicable, observe the fred x system marker position during coiling procedure to ensure that the device does not migrate. 17. Prior to removing the delivery wire and if necessary, position the microcatheter distal to the implanted device to maintain access through the implanted device. Remove and discard the delivery wire. Caution: the fred x system delivery wire should not be utilized as a guidewire. Do not torque the fred x system. A torque device should not be used. 18. Carefully inspect the deployed fred x implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the fred x implant is not fully apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 19. Verify that the fred x implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred x implant. 20. Caution: carefully watch the fred x implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Investigation conclusion: a procedure note medical review was performed. Data review of the operative report does not indicate that a device malfunction occurred or contributed to the reported thromboembolic flow-diverter occlusion. Data review further indicates that the operative physician makes a declarative statement indicating that due to multiple in-stent probing maneuvers with intermediate catheters under constant aspiration, proximal flow diverter compaction inevitably occurred. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis and investigation is ongoing. The instructions for use (IFU) identifies vessel stenosis or thrombosis, neurologic deficits including stroke and/or death as potential complications associated with use of the device.

Event description:
It was reported that a patient expired 10 days post-implantation of a flow diverter and coils for a pcom aneurysm. Three days post-implantation, the patient presented with symptoms with acute proximal m1 occlusion on the right side due to thromboembolic occlusion in the distal segment of the flow-diverter. Records provided to microvention state the symptom onset was shortly after 7:00 am, nihss 10, CT aspects 10 thus without previously radiologically detectable infarct demarcation. It was further reported that ¿local mechanical aspiration quickly succeeded in producing a good local recanalization result. Distally, only little thrombus migration into the central m3 branch, i.e. A region that cannot be recanalized mechanically under the assumption that pharmacological antiaggregation can also have a recanalization effect for this relatively distal position.¿ the operative report summarized "several cautious in-stent balloon pta maneuvers¿ were performed ¿with good deployment of a balloon catheter at and in the immediate vicinity of the distal flow diverter, without any significant mechanical obstruction by the flow diverter or otherwise being detected in the balloon inflation behavior.¿ the report went on to state, however, that in the renewed control series there was ¿recurrence of the thrombotic occlusion which had now also progressed to the sub-t region.¿ the report noted that the medical team was ¿forced to perform further aspiration and stent passage maneuvers under aspiration. Stent-retriever thrombectomy from the m1 segment was also performed. Due to the maneuvers performed, proximal flow diverter compaction occurred, extraction of the flow diverter via a snare/extraction sling was attempted and the distal support wire of the snare/sling is accidently torn off in the patient and recovered.¿ the operative report also summarized: ¿coiling was performed of the proximal to the after petrous/subpetrous area where the flow diverter was retracted in order to obtain definitive carrier vessel closure of the infra-opthalmic aci right as the flow diverter was localized in that area. Complete flow diverter salvage not possible. The detached salvage loop was recovered.¿ microvention was further able to see medical reports saying that the double platelet inhibition was laboratory tested as "well effective" two days post-implantation. Microvention was also informed that two days post-implantation, a single tablet of brilique 90mg was inadvertently omitted. However, the physician reported it is unlikely that a pharmacoinetically deficient level of action significantly caused or contributed to the complete thrombotic occlusion of the flow diverter diagnosed 3 days post-implantation. The patient was administered gpiib/iiia antagonist (tirofiban) while in a procedure performed under typical IV heparinization. Reporting on the images, the physician noted that there was ¿a wall lesion/short-segment dissection in the area subpetrously segment.¿ the physician believes that the thrombosis of the flow diverter 3 days post-implantation is of unknown cause because the patient confirmed that all medications were taken prior to the procedure. The death was ultimately due to progressive ischemic right hemispheric brain swelling under discontinuation of curative medical therapy. The decision not to perform further curative medical measures was based on the living will and after extensive consultation with close family members. The device remained implanted and no autopsy was performed.